Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the event occurred during servicing, as patient was having controller upgraded to the new 2.0 controller in clinic. It was noted that the data port of the new controller would not connect to the monitor data cable for programing. It was then stated that the ventricular assist device (vad) coordinator did not use the new controller on the patient when it did not connect to the monitor to program it and opened a new 2.0 controller for the upgrade, and it worked properly. The controller was returned to the manufacturer and received on 12dec2017. It was also stated that there were no patient symptoms or complications associated with this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # the retuned controller did not pass visual inspection and did not pass functional testing. As a result, the reported event was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): the controller 2.0 was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event of "data port of new 2.0 controller would not connect to the monitor data cable" was confirmed via visual inspection and functional testing. Functional testing revealed that a data cable and alarm silencer adapter were unable to connect to the serial port. Visual inspection revealed a bent pin in the serial port of the controller. The most likely root cause of the damaged pin on the serial port can be attributed to a forced connection and/or due to a misalignment between the data cable/alarm adapter and serial data port. If information is provided in the future, a supplemental report will be issued.